Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture. Ultrasound noted device folded with little periprosthetic content that suggests intracapsular rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed broken in posterior side assessed as an unidentified (tear). (Shell thickness within specification). Crease folding of implant: unable observe creases on the implant. Additional observations: no other observations observed. No further actions are required as the device was implanted.

Event description:
Health professional reported right side rupture. Ultrasound noted device folded with little periprosthetic content that suggests intracapsular rupture. Device was explanted and replaced.

Event description:
Device was explanted and replaced.